Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Contact reported that the customer had a blood glucose (bg) level of 82 (mg/dl) at the time of the wake button issue. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. It was also reported that the customer experienced an elevated bg level of 285 (mg/dl) in the morning. Contact stated that they did not know the cause of the bg level, but stated that the customer had attended a birthday party the night before which could have played a role. Customer administered a bolus with the pump to treat the bg level. Reportedly, customer will continue to use the pump for insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.